Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, it was noticed that part of the ceramic insulation at the distal end of the inner sheath was missing. The intended procedure was completed using the same set of equipment. It is unclear whether or not a fragment may have remained inside the patient. Since a catheter was inserted, it is believed that the fragment may be passed out through the catheter. No further information was provided.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and it was confirmed that there was breakage to the white ceramic beak of the inner sheath. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the damage to the white ceramic beak of the inner sheath was likely caused by thermal and mechanical induced impact, wear and tear, improper handling, and/or mechanical overload such as fall, shock or similar stress. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches¿ ¿ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ ¿warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes a correction to a1, e1 and g2 to include information that was inadvertently not included in the initial medwatch. An update has been made to d9 and h3. Also, new information has been added to d4, d8 and h4. Olympus will continue to monitor field performance for this device.